Event description:
It was reported intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 300-400 mg/dl. However, occlusions continued and clinical troubleshooting exhausted, a replacement pump was sent to resolve the issue.